Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 80% stenosed lesion in the mid left anterior descending (mlad) artery. Pre-dilatation was completed with a 2.5x25mm nc balloon dilatation catheter (bdc) with optimal results, after which a 2.5x48mm xience pro 48 drug eluting stent (des) was advanced to the target lesion. The xience pro balloon was attempted to be inflated to 14 atmospheres (atm) with two separate inflation devices, however the balloon would not inflate. The des was removed from the anatomy and a new 2.5x48mm xience pro 48 stent was used without issue to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction between the device and/or device accessories (guidewire, guide catheter, etc.) During advancement damaged the device, resulting in the noted stretching of the inner/outer member. Noted stretching ultimately caused the reported activation failure including expansion failures (inflation issue). There is no indication of a product quality issue with respect to manufacture, design or labeling.